Event description:
Information received indicates the right intermediate side rail is not latching.

Manufacturer narrative:
The technician cleaned and lubricated the side rail latching mechanism to repair the bed.